Event description:
It was reported that the insulin pump had backlight anomaly. Customer's blood glucose was unknown. Customer was not using the recommended battery brand. The troubleshooting did not resolve the issue. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with no backlight due to moisture damage on the el panel. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, shifted end cap sticker and cracked battery tube threads.